Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that his programmer was displaying a poor communication screen. He used an antenna and confirmed it was secure, but was still unable to sync with the implant. He could not connect with or without the antenna attached. The patient was sent a replacement programmer but it did not resolve his inability to connect with his internal device. Not patient harm was reported. The patient&#38112;indication for use was gastrointestinal/pelvic floor.